Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  DHR (device history review) for the libre sensor kit were reviewed and the DHR showed the libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after 1 day of wear, with symptoms of described as ¿hyperglycemia, dizziness, dehydration, and vomiting¿. Customer further reported having contact with a healthcare professional, was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion and an unspecified anti-nausea injection. No further treatment was reported.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 1 day of wear, with symptoms of described as ¿hyperglycemia, dizziness, dehydration, and vomiting¿. Customer further reported having contact with a healthcare professional, was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion and an unspecified anti-nausea injection. No further treatment was reported.